Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard anterior stabilized tibial bearing, catalog #: ep-189042, lot #: 655810, biomet regenerex tibial tray, catalog #: 141272, lot #: 982200, vanguard cruciate retaining femoral, catalog #: 183068, lot #: 007840, arcom series-a standard patella, catalog #: 184764, lot #: 309750. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03721, 0001825034-2018-03722, 0001825034-2018-03723, 0001825034-2018-03724, 0001825034-2018-03725. Remains implanted.

Event description:
It was reported patient underwent left knee arthroplasty sixteen months prior. Subsequently patient received two blood transfusions. The first transfusion was for one pint of blood and the second for two pints of blood. Transfusions were reported to be received due to low blood count.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported device is used for treatment.